Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an issue during infusion is confirmed to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The product label was also provided with ref:(B)(4) and lot:asdss0139. The label information corresponded with the reported product information. The safety mechanism has not been activated and the needle cover was present over the needle. No apparent evidence of use was observed. The event description indicates a leak may have been present; however, the sample was flushed with water using a 12 ml syringe and was found to be fully occluded. No leaks or damage was observed on the extension tubing. Microscopic observation with uv lighting revealed an adhesive occlusion at the distal end of the y-site hub. The adhesive was likely deposited during the manufacturing process and is likely the cause of the reported infusion issue. A lot history review (lhr) of asdss0139 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion, the tubing leaked. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdss0139 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion, the tubing leaked. No other information was provided.